Event description:
Affiliate reported that due to enlarged ventricles and the inability to change the pressure setting the device was revised.

Manufacturer narrative:
Upon completion of the investigation it was noted that the stator was dislodged. It is not possible to determine the root cause for the problem reported. Enhancements were made to this design stamping tool in the 2004/2005 time frame, which is designed to minimize this type of issue. The device was manufactured prior to the enhancements. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.